Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation a lot history review (lhr) of recv2555 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the red port was leaking. No other information was provided.